Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As reported, it was suspected that the ncc was torn at the border of the non-calcified leaflet and calcified leaflet during bav, and the calcification on the aortic valve fell towards the lmt. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during balloon aortic valvuloplasty (bav) with a 25 mm balloon catheter, calcification moved to the left coronary cusp (lcc) and angiography showed aortic valve calcification was penetrating to the left main trunk (lmt). After bav, the native valve was found to be returned to the original position and the patient¿s hemodynamics seemed to be stable. As the risk of lmt obstruction was high, a catheter was inserted to prevent calcification from entering the lmt. A drug eluting stent (des) was also prepared. A 29 mm sapien 3 valve was deployed with 3 ml of additional inflation volume. After valve implant, the patient¿s blood pressure did not recover and coronary angiography (cag) showed an obstruction of the lmt. The des was deployed in the lmt ostium and the patient¿s blood pressure recovered. Mild to moderate paravalvular leakage (pvl) and retrograde blood flow was also observed in the abdominal artery. Post dilation with an additional 1ml of inflation volume and post dilation of the coronary stent were performed. Mild to moderate pvl remained where the calcification was, however, the retrograde blood flow was improved and hemodynamics were stable. Per the operator, it was suspected that the ncc was torn at the border of the non-calcified leaflet and calcified leaflet during bav, and the calcification on the aortic valve fell towards the lmt. The patient was suspected to have an l-n fusion type 1 bicuspid valve. The annular diameter was 26.8 x 32.5mm. The aortic annulus area was 680mm2. Lmt height was 15.8mm. Sinus of valsalva diameter was 34.7mm.